Event description:
Pacing dificulties; it as reported that the catheter was unable to pace after insertion. Customer changed the position of catheter, but it did not solve the problem. Another catheter was used and the problem was solved. Device was discarded at hospital.

Manufacturer narrative:
Device was disposed at the hospital; unable to evaluate.